Event description:
The radiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The posterior needle did not present on deployment. An attempt at backdown of the needles to their original position was not successful. Fluoroscopy at that point showed that the needle had presented outside the barrel. Redeployment was attempted unsuccessfully. The patient was taken to the operating room for surgical device removal. The patient did fine after surgery.